Manufacturer narrative:
The reported field event of extended charge time was confirmed in the laboratory via review of the device image. Temperature chamber testing was performed on the device and the root cause of the extended charge time was found to be anomalous capacitors. (B)(4).

Event description:
It was reported that device was explanted and replaced due to extended capacitor charge times. There was no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.